Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat an unspecified vessel, a 3.0x20 trek rx balloon dilatation catheter (bdc) was prepped according to the instructions for use and was advanced to the lesion without difficulty. During the 1st inflation to 16 atmospheres, the balloon ruptured. The trek rx bdc was withdrawn without difficulty. An unspecified balloon was used to successfully complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the balloon was inflated to 16 atmospheres (atms). It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.